Event description:
Severe labile hypertension in the setting of kidney failure was not treated despite orders that were on the cpoe device for prn therapy. The nurses are often blamed for the omission, but the prn medication is not clearly delineated on their task schedule generated by the ehr cpoe device. The failure to administer medications that meet the physiological parameters in the prn order is extensive. In this case, the patient's kidneys were further damaged from untreated severe hypertension requiring hemodialysis.